Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the down keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump showed that the keypad cover was undamaged. During testing, all the keypad buttons were unresponsive. The pump cover was opened and contamination was found under the key contacts. Unrelated to the complaint, the display was dim and discolored. (B)(4).